Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set's safety did not remain closed, resulting in a needle stick injury. There was no report of medical intervention noted.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set's safety did not remain closed, resulting in a needle stick injury. There was no report of medical intervention noted.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the safety shield not remaining activated with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to the function of the safety shield as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer safety-lok blood collection set's safety did not remain closed, resulting in a needle stick injury. There was no report of medical intervention noted.